Manufacturer narrative:
As reported, while using the 5f mynx control vascular closure device (vcd) on an antegrade stick, the physician pulled back the device so that the balloon was abutting the arteriotomy. However, the tension indicator line kept showing a loss of tension, and the balloon was showing a gradual loss of pressure. The loss of pressure was preventing adequate tension to be pulled, and button #1 could not properly be fully depressed. The balloon was deflated, and the device was removed converting to manual pressure for 20 minutes. They discovered that the sealant had not been released and discovered that squeezing the balloon (to simulate tension) and then relaxing it caused the balloon to deflate gradually. They suspect this happened inside the vessel and why the doctor couldn't maintain tension. There was no reported patient injury. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The device storage temperature did not exceed 25 °c. The device was opened in sterile filed. The operator was trained to the mynx control device. There was no damage noted to the button which was not depressed at all. The tension indicator was aligned with the handle markers at first, but because the balloon was losing pressure slowly, the tension indicator line would not stay in one spot while a constant level of tension was being held. The line was always moving proximal towards button #1. There were also no damages noted to the sealant sleeves after removal. There were no kinks in the sheath or device after removal. The patient was not hospitalized or had an extended hospitalization because of the event. The patient¿s status was recovered. The product was not returned for analysis. A product history record (phr) review of lot f2006901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported as ¿balloon loss of pressure in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the information availible suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional b5 narrative: the vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no damage noted to the button which was not depressed at all. The tension indicator was aligned with the handle markers at first, but because the balloon was losing pressure slowly, the tension indicator line would not stay in one spot while a constant level of tension was being held. The line was always moving proximal towards button #1. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device after removal. There were also no damages noted to the sealant sleeves after removal. The patient was not hospitalized or had an extended hospitalization because of the event. The patient¿s status was recovered. D11 concomitant product: 6f pinnacle terumo sheath additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while using the 5f mynx control vascular closure device (vcd) on an antegrade stick, the physician pulled back the device so that the balloon was abutting the arteriotomy. However, the tension indicator line kept showing a loss of tension, and the balloon was showing a gradual loss of pressure. The loss of pressure was preventing adequate tension to be pulled, and button #1 could not properly be fully depressed. The balloon was deflated, and the device was removed converting to manual pressure for 20 minutes. They discovered that the sealant had not been released and discovered that squeezing the balloon (to simulate tension) and then relaxing it caused the balloon to deflate gradually. They suspect this happened inside the vessel and why the doctor couldn't maintain tension. There was no reported patient injury. The device was opened in sterile filed. The operator was trained to the mynx control device. The device will be returned for evaluation.